Event description:
Pt implanted with plate and 4 screws for a c4-c5 acdf on (B)(6) 2011. The right c4 screw was noted to be backing out. X-rays taken (B)(6) 2011 and (B)(6) 2011 after revision. Surgeon removed hardware and revised pt to a 2 level acdf.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. See scanned pages.